Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke and the cap detached during use at 87,542 joules of use. The procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke and the cap detached inside the patient during use at 87,542 joules of use. The tip was received with graspers. The procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke and the cap detached inside the patient during use at 87,542 joules of use. The tip was received with graspers. The procedure was completed using another fiber. No patient complications were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was confirmed, since the analysis identified that the glass cap and metal caps were detached with additional outer flow tube damage. The detached metal cap was not returned with the fiber. The level of devitrification and debris adhesion could not be determined due to the glass cap missing. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage such as circumferential fractures, epoxy failures, and cap/tip detachments. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The IFU states caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Based on analysis results, the interaction between the user and device caused or contributed to the event.